Event description:
It was reported that the patient received inappropriate therapies. During follow-up, a magnet was placed over the device to inhibit therapies; however, delivery continued even after repositioning of the magnet. The device was interrogated and several episodes were noted. While attempting to program tachy therapies off, the programmer froze. The programmer was rebooted and the egms were no longer available. Therapies were programmed off.

Manufacturer narrative:
No medwatch form was received.